Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that, per the patient, the implantable neurostimulator (ins) was ¿not hooked up¿ and the ins was ¿no longer in use¿ because the patient did not get relief from the spinal cord stimulator (scs). There were no reports of medical issues and no patient symptoms reported. There were no further complications reported or anticipated.